Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous proximal right coronary artery (rca). A 4.00 x 28 synergy&#10244;rug-eluting stent was advanced to treat the lesion. However, the device became stuck to a previously implanted stent, failed to cross the lesion, and the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) a visual examination of the crimped stent found the stent damaged with struts on the proximal row 9 lifted distally from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous proximal right coronary artery (rca). A 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device became stuck to a previously implanted stent, failed to cross the lesion, and the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.